Manufacturer narrative:
Two loose cartridges were returned. The cartridges were placed in the correct qs by the vendor cavity number. The cartridge was evaluated. Inadequate viscoelastic is observed. The cartridge does not appear to have been fully seated in a handpiece. Tip is not split or cracked. Stress is observed, which is an expected occurrence and does not denote a cartridge deficiency. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified iol/diopter, handpiece and viscoelastic were used. The reported damage was observed. Stress is observed, however, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. Inadequate viscoelastic was observed in the cartridge. (B)(4).

Event description:
A purchasing agent reported that during intraocular lens (iol) implant procedures, cartridges were cracking when the lens was advanced. New cartridges were needed. No damage to the lenses was reported. There are four medical device reports associated with multiple cracked cartridges. This file is for one cartridge with unknown patient contact for the first lot reported.